Manufacturer narrative:
Standard disclaimer on file.

Event description:
Customer reports bottoming out since purchased device one month ago. Alleges device reading high. Customer was administering insulin (sliding scale) based on device reading. Tested controls when began using device and were within range. Emt started IV glucose, ER gave glucose orally. Has not tested with controls recently. Probable exposed strips.